Event description:
Customer states: prior to use on a pt during pre-test a doctor confirmed the evacuation failure of the cuff. No patient involvement.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.